Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was being used to perform a sphincterotomy. After the physician made the cut, there appeared to be a perforation. The physician injected contrast and an x-ray confirmed the perforation. The procedure was aborted. The patient was sent to tertiary center and had a stent placed for drainage. The patient's condition was reported to be good.